Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A simulated infusion was performed, and the results passed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during infusion. The pump had been programmed to deliver heparin at 15cc/hour; however, after approximately 7 hours, it was observed that 100ml of the total 500ml remained in the bag and the pump still displaying 15cc/hour. Therefore, there was a significant increase in the novum iq pump flow rate without an alarm being triggered at any point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.